Event description:
The customer reported the outputs were increased on this right ventricular (rv) lead. It was noted that the pacemaker battery would only last a little bit longer due to the programming changes. The pt was feeling dizzy lately. No adverse pt effects have been reported. Info was later received that the rv lead had decreased impedance measurements (250 ohms). As a result, the rv lead was surgically abnadoned (capped). The pacemaker was electively explanted. The lead was actively implanted for approximately 7 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.